Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic v alvuloplasty (bav) was performed using a 24 mm non-medtronic balloon. Following the bav and prior to closing the vascular access sites, the patient¿s blood pressure dropped. An echocardiogram was performed and revealed possible cardiac tamponade. Subsequently, a p ericardiocentesis was performed. The patient was stabilized, and the procedure was complete. Later that day, the patient became unstable and subsequently died. Per the physician, the cause of death was a suspected annular rupture following the post-implant bav.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic v alvuloplasty (bav) was performed using a 24 mm non-medtronic balloon. Following the bav and prior to closing the vascular access sites, the patient¿s blood pressure dropped. An echocardiogram was performed and revealed possible cardiac tamponade. Subsequently, a p ericardiocentesis was performed. The patient was stabilized, and the procedure was complete. Later that day, the patient became unstable and subsequently died. Per the physician, the cause of death was a suspected annular rupture following the post-implant bav. Additional information was received that the post-implant bav was performed due to mild-moderate paravalvular leak following valve I mplant. During the bav, one "very quick up-and-down" inflation was performed using a non-compliant balloon. Per the physician, theannular rupture occurred due to annular calcium extending into the left ventricular outflow tract following the post-implant bav. Additional information was received from a patient family member that several hours following the implant of this transcatheter bioprosthetic valve inside a previous aortic valve replacement (manufacturer unknown), the patient went into cardiac arrest. Life-saving measures were attempted; however, a thrombus dislodged and the patient died the same day. Additional information was received confirming that a thrombus did not dislodge during the valve implant procedure.

Manufacturer narrative:
Updated data: b5. Fourth paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient family member that several hours following the implant of this transcatheter bioprosthetic valve inside a previous aortic valve replacement (manufacturer unknown), the patient went into cardiac arrest. Life-saving measures were attempted; however, a thrombus dislodged and the patient died the same day.

Manufacturer narrative:
Second paragraph added h6. Patient and device codes added additional codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic v anuloplasty (bav) was performed using a 24 mm non-medtronic balloon. Following the bav and prior to closing the vascular access sites, the patient¿s blood pressure dropped. An echocardiogram was performed and revealed possible cardiac tamponade. Subsequently, a p ericardiocentesis was performed. The patient was stabilized, and the procedure was complete. Later that day, the patient became unstable and subsequently died. Per the physician, the cause of death was a suspected annular rupture following the post-implant bav. Additional information was received that the post-implant bav was performed due to mild-moderate paravalvular leak following valve I implant. During the bav, one "very quick up-and-down" inflation was performed using a non-compliant balloon. Per the physician, theannular rupture occurred due to annular calcium extending into the left ventricular outflow tract following the post-implant bav.